Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message was confirmed during functional test and archive data review. The investigation findings revealed parameters in backup memory (non-volatile ram) was corrupted. Therefore, the root cause of the error message was due to a defective processor board as a result of normal wear and tear. The autopulse platform was manufactured in april 2006 and is 15 years old, well past beyond its expected serviceable life of 5 years. During visual inspection and unrelated to the reported complaint, observed cracks at the screw well area on the bottom and front covers, and load plate cover has a hole; likely as a result of user mishandling such as a drop. The cracked covers were replaced to address the damaged covers and load plate cover. During archive review, system error latch 136 (invalid parameters corrupted) was recorded, thus confirming the reported complaint. The parameters in backup memory (non-volatile ram) have been corrupted (checked during power-on self-test) due to defective processor board. The processor board was replaced to remedy the reported complaint. The initial functional test failed due to returned autopulse platform displayed "system error, out of service, revert to manual CPR" error message during power on. Thus, confirming the reported complaint. After service repair completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial #(B)(4)) displayed "system error, out of service, revert to manual CPR " error message. No patient involvement.